Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was returned for analysis. The reported material deformation was confirmed. The reported failure to advance could not be replicated in a testing environment as it was related to operational context of the procedure. The reported difficulty to remove was unable to be confirmed due to the condition the device was returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the moderately tortuosity and mild calcification anatomy causing the reported failure to advance. The device met resistance with the guiding catheter during removal causing the reported difficulty to remove and subsequent material deformation. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the ostial left circumflex artery with moderate tortuosity and mild calcification. After a failed attempt to cross, when the stent delivery system was being removed, it met resistance with the guiding catheter. Both devices were removed together as a single unit. Upon removal, the stent struts were observed to be flared. Dilatation with a balloon was performed to complete the procedure. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.